Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade hi-flo micro-catheter. The shaft showed flattening damage located 123cm and 128.5 from the hub. The device was not completely separated and the inner liner was still connected. The catheter shaft showed flattening at the distal end located 123cm and 128.5 from the hub. The fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline.

Event description:
Reportable based on device analysis completed on 02-feb-2019. It was reported that the micro catheter could not be removed from the sheath. The target lesion was located at the lungs. A 135/20 renegade hi-flo kit was selected for use. During the procedure, it was noted that the micro catheter could not be taken out from the sheath when unpacking. The carrier hoop was re-flushed with saline. The procedure was completed with another of the same device. There were no patient complications reported. The patient was stable post-procedure. However, device analysis revealed that there was 1 fracture on the shaft located at 26.5cm from the hub.